Event description:
It was reported that an external pulse generator (epg) had a broken lock "latch" on the output connector. The customer is expected to return the device to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken output connector, and further noted that the upper case, control knobs, heart wire block, battery drawer, side bail covers, output connector and main keypad was contaminated and that the lower case was broken and contaminated. The device was to be scrapped in-house.

Event description:
It was further reported that the generator had been returned as a trade-in device.